Event description:
It was reported that the device displayed sensor not found alert. The sensor was inserted into the abdomen on (B)(6) 2021. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).